Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. It was found that the imaging system would take a quick shot of x-ray, then display an x-ray signal state error. Traced the issue to a corrupted imagers file. Replaced the imagers file from backup. Checked system operation. Issue resolved. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was unable to acquire images. It was reported that the system could not acquire 2d or 3d images. The surgeon opted to complete the procedure without the use of the imaging system and medtronic navigation because of this issue. The procedure was completed successfully without the system. The patient was not affected.